Event description:
The 440 stud is missing on the handpiece. The customer noticed this upon unwrapping the sterile pack before a case. The stud was missing and a female threaded whole was left in its place. The customer used another handpiece for the procedure with no pt consequence.

Manufacturer narrative:
H6 code 400: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition. 510(k) number is k990430.